Event description:
It was reported when using the unspecified bd¿ pen needle, the inner shield of the pen needle was not removed. The following information was provided by the initial reporter. The customer stated:   "it was reported that some patients are not removing the inner shield before injection.   I am a diabetes educator in ontario and I have come across several examples of patients not removing the second cap before injecting insulin. This knowledge gap could happen for a number of reasons nurses using safety needle tips in hospital which look similar to a capped needle tip at home c-19 precautions inhibiting proper injection technique teaching. Spring action of insulin pens giving a false sense of "projecting the needle" through some type of hole in the cap. It could concern bd for various reasons. Healthcare providers are increasing insulin and patients aren't getting any- then they are possibly injecting a large and potentially dangerous dose if they inject it correctly. Poor diabetes control."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd¿ pen needle, the inner shield of the pen needle was not removed. The following information was provided by the initial reporter. The customer stated:   "it was reported that some patients are not removing the inner shield before injection.   I am a diabetes educator in ontario and I have come across several examples of patients not removing the second cap before injecting insulin. This knowledge gap could happen for a number of reasons nurses using safety needle tips in hospital which look similar to a capped needle tip at home c-19 precautions inhibiting proper injection technique teaching spring action of insulin pens giving a false sense of "projecting the needle" through some type of hole in the cap. It could concern bd for various reasons healthcare providers are increasing insulin and patients aren't getting any- then they are possibly injecting a large and potentially dangerous dose if they inject it correctly. Poor diabetes control"